Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd alaris set lvp 20d 3ss cv, the device experienced a kinked tubing. The following information was provided by the initial reporter. The customer stated: I also received today a tubing where the kink in the tubing where it connects to the primary drip chamber caused air to be sucked out of the empty med line down into the tubing heading to the patient.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. Upon evaluation of the received sample, kinks in the tubing were seen at several different locations in the tubing. The infusion set was then primed without any other issues observed in the tubing. The infusion set was then connected to an alaris pump and a simulated infusion was conducted at 200 ml/hr. There were no issues with flow during the infusion. A device history record review for model 2426-0007 lot number 21079245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kink seen at the outlet of the drip chamber is that the infusion set was coiled an packaged before the joining solvent had completely dried. This causes bends in the tubing that remain even after uncoiling the tubing. The root cause for the second kink located on the sample is the compression of the roller clamp. The roller clamp can cause kinking on the tubing once it is engaged. These creases in the tubing can be massaged out and did not create any issues with leakage, occlusion or air-in-line. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #21079245 regarding item #2426-0007.

Event description:
It was reported when using the bd alaris set lvp 20d 3ss cv, the device experienced a kinked tubing. The following information was provided by the initial reporter. The customer stated: I also received today a tubing where the kink in the tubing where it connects to the primary drip chamber caused air to be sucked out of the empty med line down into the tubing heading to the patient.

Event description:
It was reported when using the bd alaris set lvp 20d 3ss cv, the device experienced a kinked tubing. The following information was provided by the initial reporter. The customer stated: I also received today a tubing where the kink in the tubing where it connects to the primary drip chamber caused air to be sucked out of the empty med line down into the tubing heading to the patient.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.